Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 163663 28mm dia cocr mod hd +3mm nk lot# 802220, 135254 vision ringloc shell 54mm sz24 lot# 318050, 103803 tprlc reg por fmrl 15.0x150 lot# 550630. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -02398.

Event description:
It was reported that patient had initial left total hip arthroplasty approximately 21 years ago. Patient recently experienced dislocation and underwent revision surgery. Additional information requested and received. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.